Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: a2, a4, a5, a6, b5, b6, b7, d8, e2, e3, g2, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for the evaluation and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified but it¿s likely that the image problem was due to faulty ccd (charged coupled device) which is the cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during an unspecified therapeutic procedure. The procedure was completed.

Event description:
It was reported that the camera head exhibited no display on monitor. There was no report of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.